Event description:
Boston scientific received information that during a follow up for another lead issue the patient noted that there was a previously implanted right atrial lead, which was explanted due to a fracture. To date this lead has not been returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.